Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a battery clip was replaced because one of the end metal contacts was depressed.

Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the reported event of one of the metal contacts in the 14v battery clip being depressed was confirmed via analysis of the returned battery clip. Inspection of the returned battery clip (lot number: 7654116) revealed that one of the redundant power contacts was depressed lower than the other contacts. The battery clip was connected to a test system controller and a test 14v battery and operated in a mock circulatory loop for without any issues. The battery was manipulated by hand within the battery clip and remained secure with no issues or atypical alarms produced. The battery clip functioned as intended during analysis. The depressed contact did not affect the functionality of the battery clip during testing. The device history records were reviewed and the records revealed that the 14v battery clip, lot number 7654116, was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clip. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the battery clips. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.